Event description:
It was reported by the customer that the pyxis anesthesia es system inventory data was not updating with the server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist found that the device was in retry mode and applied a setting based on a knowledge article to resolve the retry mode. The system functioned as intended after the technical support specialist troubleshot the device.